Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. A likely cause for the reported problem could not be determined. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30," scope communication error was displayed. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device serial number and manufacture date are unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The presumed cause was not specified because the current product was not returned to the plant, and no further information was obtained. However, upon troubleshooting on the phone, the customer did say that he cycled the power on the tower a couple of times and the image came back. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.